Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-feb-2023 h6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 18ga x 1.25in. Nexiva unit. The device was received with no needle and with media present. The device was flushed but no leakage was discovered. Microscopic analysis discovered there was a gap in the septum. This gap may cause leakage. The reported issue was confirmed. During manufacturing, this type of defect may occur due to misalignment or damage to the insertion station/vacuum probe which could cause damage to the primary septum. Operators perform sampling per the quality plan. Per the quality control plan, leak testing and inspecting for damaged components are performed periodically during the manufacturing process to mitigate the occurrence of this defect. Preventative maintenance (pm¿s) is performed to maintain and ensure proper functioning of equipment. Furthermore, this issue is unlikely to occur during clinician use since the septum is located inside the adapter. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system blood leaked from the stopper. There was no report of patient impact. The following information was provided by the initial reporter: when needle was retracted blood was noticed coming out of the stopper.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system blood leaked from the stopper. There was no report of patient impact. The following information was provided by the initial reporter: when needle was retracted blood was noticed coming out of the stopper.